Manufacturer narrative:
No conclusions can be made at this time. No connection can be made between the reported event and any shortcoming of the device at this time.

Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc patient. It was reported that the patient was implanted with one charite at l5-s1. Information reports that patient continues to have pain post implant.